Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair. To date no further details have been provided. The service history record was reviewed and no repair information was found.

Event description:
The customer reported that the ventilator alarmed with a low leak co2 rebreathing risk. The customer reported there was no patient harm.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete. Patient information was requested and the customer has not responded.

Event description:
The customer reported that the ventilator alarmed with a low leak co2 rebreathing risk. The customer reported there was no patient harm.